Manufacturer narrative:
Concomitant products: product ID 3998, lot # l89699, implanted: (B)(6) 2001, product type lead; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Event description:
The patient reported that the implantable neurostimulator (ins) flipped on (B)(6), and it had flipped a couple of times since implant. He also reported neck pain and consequently left arm pain following a fall where he slipped backwards and hit the bathroom tub. The patient had a neck injury. A jolt of stimulation caused his loss of balance, which occurred on (B)(6) 2015. The patient got shocked in his stomach, testicles and lower back. It was noted that the patient considered himself an expert in navigating the patient programmer (pp) and lowered amplitude and turned therapy off when the jolt occurred. However, the patient described this experience as severe and had never happened with previous inss. The next day, (B)(6), he turned stimulation on and lowered the stimulation level some more, but got shocked in the lower back and he fell and hit his head. He was now getting headaches and neck pain. The patient did not want to turn it back on or come into the clinic for evaluation of the implant. The patient was requesting a provider to examine his neck and symptoms. He had called his surgeon office as well as his pain management doctor. The issue had not resolved at the time of this report. It was noted that when the ins was implanted, the programming was transferred from the old ins to the new one. The lead wires were 9 years old and the healthcare provider (hcp) did not replace them when the hcp implanted the new ins in august. On the post-op appointment on (B)(6) 2015, the patient was seeking greater coverage of low back and legs. A new program was added and this was reviewed with the patient. Impedances were normal on this date. It was unknown if a surgical intervention occurred, and it was pending a professional examination from his provider. The rep later reported that the patient was refusing to come into the office for spinal cord stimulator (scs) evaluation. The patient was waiting for a provider appointment. The patient was keeping the scs off and would remain off until seeing a provider. The cause of the stimulation surge was not determined. The stimulation issue and pain had not been resolved. The patient had an appointment with the surgeon on (B)(6) , but that was just to check the incision site. It was noted that the patient's relevant medical history includes chronic low back pain and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a healthcare provider (hcp) reported that the patient had not seen the managing doctor since implant and the patient had yet to make an appointment with the doctor. The managing hcp's office thought it was best to contact the implanting doctor. Further follow-up is being conducted with the implanting doctor. If additional information is received, a follow-up report will be sent.